Event description:
Boston scientific received information that during a follow up visit, interrogation of this device revealed elective replacement indicators (eri) had been reached due to extended charge time greater than thirty seconds. There was concern that the battery had depleted more rapidly than expected. A device replacement is intended. No adverse patient effects were reported.

Event description:
Additional information was obtained. The serial number was provided. A replacement procedure was performed. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
As of this date, this device remains implanted and in service. When the device has been replaced and returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.